Event description:
It was reported that the customer experienced unspecified alarms that were difficult to deal with in public. There was no adverse impact on the customer's blood glucose level. No additional patient or event information was available.